Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Unable to confirm complaint, device not returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from sidekick meter to alternative meter. Back to back blood test performed by customer fasting on (B)(6) 2015 09:30pm produced test results of 175 mg/dl using sidekick meter and 130 mg/dl using alternative meter. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed: (B)(6). Adverse event not reported.